Event description:
Customer reported an unexpected negative reaction on the echo. A patient sample with an anti-e, -c, -k, -s, -cw and a cold agglutinate resulted as negative with an extend I assay.

Manufacturer narrative:
Review of instrument images showed no plasma in the color check images on the first assay. For repeat testing, no plasma was present in color check images, indicating skipped wells. Test event log and instrument event log displayed no errors. Customer stated there was a sufficient amount of plasma in the sample tube, at least 5ml. The same sample tube was used for both assays. A service call was made. Inspected syringes and tubing connections. All settings were within specifications. Ran corqc and an extend 1 assay to verify instrument operation. Results were as expected.customer did not return sample for investigation testing.